Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient. Imdrf device code a0406 captures the reportable event of stent material deformation, inside the patient.

Event description:
It was reported that during the procedure, the stent began to bend and accordion over the wire. It was noted that the stent got stuck over the wire causing the surgeon to remove everything from the patient. The procedure was completed with another of the same device and no patient complications were reported.